Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number:(B)(6). A philips field service engineer (fse) went onsite to evaluate the device in question. The customer reported alarm detection problems. The fse tried doing a central station reboot but was unsuccessful as they encountered software problems. The fse checked the logs of the unit and everything checked out ok, no anomalies. A complete software reload of (c.03.02) was initiated. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor did not produce sound alarm during a malignant arrhythmia (red alarm) displayed on the screen. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service technician (rst) interviewed the customer who reported alarm detection problems. The rst dispatched a philips authorized service provider (asp) onsite to further evaluate the device in question. The asp tried doing a central station reboot but was unsuccessful as they encountered software problems. The asp checked the logs of the device, and everything checked out ok, no anomalies. A complete software reload of c.03.02 was initiated. A good faith effort (gfe) response confirmed there had been a software switch from c.03.02 to c.03.06. The device's slow performance went away once the software issues were successfully addressed. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a software issue. The reported problem was confirmed. After the software issues were corrected, the device returned to working specification. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported the monitor did not produce sound alarm during a malignant arrhythmia (red alarm) displayed on the screen. The device was in use on a patient at the time of the event, there was no adverse event reported.